Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiogenic shock from acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs) but would expire during the procedure from a perforated artery near the arteriotomy. Diagnostic catheterization one day prior to the impella implant procedure revealed severe aortic valve stenosis. The patient returned to intensive care unit for planned transfer to an outside hospital for transcatheter aortic valve replacement (tavr). However, the patient decompensated overnight and was brought to catheterization lab for an urgent valvuloplasty prior to transfer. During the valvuloplasty, patient further decompensated, and decision was made to urgently place an impella cp device for mcs. During the impella implant, the physician encountered difficulty while placing the 25cm peel-away. It was noted, however, there were no problems during the procedure and patient was critical but stable. Upon removal of the peel-away sheath the patient began to have reduced blood pressure. Fluoroscopy of the left groin revealed no issues. Fluoroscopy of the right groin/insertion site revealed a perforation of the iliac proximal to the arteriotomy. Manual pressure immediately applied and "up and over" balloon tamponade attempted. The patient continued to decompensate, and cardiopulmonary resuscitation was started and lasted for 15 minutes before time of death was called. The physician stated post procedural area - "it's possible there was a perforation during very difficult placement of the peel-away in tortuous artery that was tamponade by the 14fr sheath. Upon removal of the peel-away it revealed the perforation."

Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned and logs are not applicable. The patient's artery was noted to be tortuous and the md suspected that could have been the cause of the perforation. The root cause of the vascular damage was most likely patient condition related.